Event description:
The customer reported that the image displayed did not match the thumbnail image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. An upgraded hard drive was ordered. No further repair info is available at this time.